Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-09313), was submitted on 20-june-2024. However, based on the description, it was found that the neria product was used, this case now has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
Unomedical reference number (B)(4). Event occurred in netherland, on 17-may-2024 it was reported that cannula tube leaked, and the lady had medication on her clothes. No further information available.